Event description:
It was reported via user-facility medwatch report that during routine service, the brakes were found to be not functioning to specification. It was reported that the bed and scorpion brake kit was previously installed 05/2008. No adverse consequences have been reported.